Event description:
It was reported the patient's ipg ((B)(6)) was inadvertently powering on and off without any known electromagnetic interference. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. Effective therapy was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.